Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be reproduced; however, it was presumed to have been due to user handling of the device, leading to a leakage from the biopsy channel, leading to an abnormality of electrical parts and the resultant error message. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image." The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus, that the evis lucera elite colonovideoscope exhibited e315 scope error code. The event occurred during preparation for use, prior to a diagnostic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, instrument channel tube light, horizontal stripes in the image and the white balance could not be done, instrument channel tube was checked, there was a burning mark about 20mm away from the distal end; there was yellow stain 20mm away from the distal end, and bending cover cut. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.